Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. Results of investigation: vyaire certified service technician was able to verify the customer's reported issue. The device failed the leak test with message stating "failed flow." Bench testing revealed that the blower gasket was not seated properly on the muffler cover. The service technician reseated the blower gasket and the reported issue was resolved. The device passed the leak test fifty times. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that model palmtop ventilator revel failed flow check while connected to a patient. The customer stated it was immediately identified at the bedside during patient transfer and the patient was placed back onto the hospital's ventilator. The customer confirmed there was no patient harm associated with the reported event.